Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. The representative reported that adjustment of the software settings on the navigation system resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the site was having an intermittent issue with communication between navigation system and axiem box. Intermittently the axiem would only display one green light. Rebooting the system would not resolve the issue sometimes. There was no patient present at the time of the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the navigation system functioned as designed when following the proper start up protocol. Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.